Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material clogged the auxiliary water channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "-inspection of the auxiliary water feeding function". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the inspection it was observed that there was residue in the auxiliary water channel and was unable to be removed from the jet tube. The presence of this residue is due to insufficient or incorrect reprocessing. It was also observed that the european device conformance label as well as the ethylene oxide sterilization label on the unit was peeling. It was observed that the plastic distal end cover had dents, chips, and scratches present, as well as cracked glue. The appearance of the insertion tube did not meet standard and insulation was recommended. A deep chip was observed on switch camera 3 and a hole was observed on switch 1. The angulation in the up, down, left, and right position did not meet standard. The play knob in the right, left, up and down positions were loose and did not meet standard. It was observed that the distal end plastic cover visibly had dents, scratches and worn glue. It was also observed that the objective and light guide lens had discolored glue. Also, the bending section cover had cracked glue. During testing, the nozzle did not clear the objective lens in 10 seconds and for this reason, did not meet standard. It was observed that the insertion tube had minor scratches. It was also observed that the scope connection had scratches. Lastly, the light guide had minor scuffs as well as residue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The customer reported to olympus the evis exera iii colonovideoscope had air and water leakage from the scope connector. The reported issue uncovered during testing and reprocessing of the device. Upon unit return and inspection, residue was observed in the auxiliary water channel, which is a reportable event. There was no patient/user harm or injury reported due to the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.